Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 11-volt backup battery having bent pins out-of-box was not confirmed. Neither the system controller (serial number unknown) nor the 11-volt backup battery (serial number: (B)(6)) were returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the system controller was not reported. The heartmate 3 instructions for use (IFU), rev. C, section 2 ¿system operations¿ instructs users to not use backup batteries that appear damaged or defective. This section also describes the backup battery installation process. The heartmate 3 IFU and heartmate 3 patient handbook, rev. C, both cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that when installing the backup battery for the backup system controller on 28aug2021, it was discovered that the backup battery pins were bent coming out of the box. A new backup battery from operating room inventory was utilized.